Event description:
It was reported that a patient underwent a sling procedure for the treatment of stress urinary incontinence in (B)(6) 2012. Concomitantly, the patient underwent a cystourethroscopy. The patient experienced vaginal pain and in (B)(6) 2014, the physician noted a small area of exposed mesh in the right vaginal fornix. The patient underwent another procedure due to the pain and mesh exposure. It was noted that the vaginal mesh had partially eroded. A part the mesh was trimmed off and sent to pathology. Currently, the patient is doing well no pain, and no complaints, no further exposed mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report #(B)(4).